Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("being stabbed feeling / pain"), asthenia ("so weak") and dizziness ("dizzy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, pain, asthenia and dizziness outcome was unknown. The reporter considered asthenia, dizziness, menorrhagia and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, menorrhagia, asthenia and dizzy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: follow up 4 and 5 and processed together. Pfs received : case upgraded to incident. Reporter's added. On 3-dec-2019: follow up 4 and 5 and processed together. Pfs received : case upgraded to incident. Reporter's added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments /had some coli removed'), uterine perforation ('essure was perforated/migration of essure') and menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tied my coil into stump of my tube and it was bleeding". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy"), eye movement disorder ("my eye twitches all the time"), alopecia ("hair loss"), hot flush ("hot flashes"), genital haemorrhage ("endless days of bleeding/tied my coil into stump of my tube and it was bleeding"), nasopharyngitis ("cold"), arthralgia ("hip pain"), myalgia ("sore muscle"), visual impairment ("affected my vision"), back pain ("back pain"), tooth disorder ("teeth damage"), tooth fracture ("tooth broken") and blepharospasm ("eyelid twitching") and was found to have vitamin d decreased ("extremely low vitamin d"), uterine cancer ("uterine cancer") and weight decreased ("lost 30 pounds"). The patient was treated with surgery (radical hysterectomy on (B)(6) 2014, hysterectomy (B)(6) 2013 and hysterectomy, d and c). Essure was removed. At the time of the report, the device breakage, uterine perforation, menorrhagia, asthenia, dizziness, eye movement disorder, alopecia, genital haemorrhage, nasopharyngitis, uterine cancer, arthralgia, myalgia, weight decreased, visual impairment, back pain, tooth disorder, tooth fracture and blepharospasm outcome was unknown, the pelvic pain and hot flush had resolved and the vitamin d decreased had not resolved. The reporter considered alopecia, arthralgia, asthenia, back pain, blepharospasm, device breakage, dizziness, eye movement disorder, genital haemorrhage, hot flush, menorrhagia, myalgia, nasopharyngitis, pelvic pain, tooth disorder, tooth fracture, uterine cancer, uterine perforation, visual impairment, vitamin d decreased and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- teeth damage, tooth broken. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tied my coil into stump of my tube and it was bleeding". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy"), eye movement disorder ("my eye twiches all the time") and alopecia ("hair loss") and was found to have vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (hysterectomy, d and c). Essure was removed. At the time of the report, the menorrhagia, pain, asthenia, dizziness, eye movement disorder, alopecia and vitamin d decreased outcome was unknown. The reporter considered alopecia, asthenia, dizziness, eye movement disorder, menorrhagia, pain and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, menorrhagia, asthenia, dizzy, hair loss and vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event extremely low vitamin d and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy") and eye movement disorder ("my eye twiches all the time"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia, pain, asthenia, dizziness and eye movement disorder outcome was unknown. The reporter considered asthenia, dizziness, eye movement disorder, menorrhagia and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, menorrhagia, asthenia and dizzy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event added: my eye twiches all the time. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tied my coil into stump of my tube and it was bleeding". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy") and eye movement disorder ("my eye twiches all the time"). The patient was treated with surgery (hysterectomy, d and c). Essure was removed. At the time of the report, the menorrhagia, pain, asthenia, dizziness and eye movement disorder outcome was unknown. The reporter considered asthenia, dizziness, eye movement disorder, menorrhagia and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, menorrhagia, asthenia and dizzy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter information added.event: tied my coil into stump of my tube were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments /had some coli removed'), uterine perforation ('essure was perforated/migration of essure') and menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tied my coil into stump of my tube and it was bleeding". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy"), eye movement disorder ("my eye twiches all the time"), alopecia ("hair loss"), hot flush ("hot flashes"), genital haemorrhage ("endless days of bleeding/tied my coil into stump of my tube and it was bleeding"), nasopharyngitis ("cold"), arthralgia ("hip pain"), myalgia ("sore muscle"), visual impairment ("affected my vision") and back pain ("back pain") and was found to have vitamin d decreased ("extremely low vitamin d"), uterine cancer ("uterine cancer") and weight decreased ("lost 30 pounds"). The patient was treated with surgery (radical hysterectomy on (B)(6) 2014, hysterectomy (B)(6) 2013 and hysterectomy, d and c). Essure was removed. At the time of the report, the device breakage, uterine perforation, menorrhagia, asthenia, dizziness, eye movement disorder, alopecia, genital haemorrhage, nasopharyngitis, uterine cancer, arthralgia, myalgia, weight decreased, visual impairment and back pain outcome was unknown, the pelvic pain and hot flush had resolved and the vitamin d decreased had not resolved. The reporter considered alopecia, arthralgia, asthenia, back pain, device breakage, dizziness, eye movement disorder, genital haemorrhage, hot flush, menorrhagia, myalgia, nasopharyngitis, pelvic pain, uterine cancer, uterine perforation, visual impairment, vitamin d decreased and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc, proceed with 21. On 23-mar-2020: social media: new reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tied my coil into stump of my tube and it was bleeding". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy"), eye movement disorder ("my eye twiches all the time") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, d and c). Essure was removed. At the time of the report, the menorrhagia, pain, asthenia, dizziness, eye movement disorder and alopecia outcome was unknown. The reporter considered alopecia, asthenia, dizziness, eye movement disorder, menorrhagia and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, menorrhagia, asthenia, dizzy and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event hair loss added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments /had some coli removed'), uterine perforation ('essure was perforated/migration of essure') and menorrhagia ('bled for 62 days straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tied my coil into stump of my tube and it was bleeding". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("being stabbed feeling / pain"), asthenia ("so weak"), dizziness ("dizzy"), eye movement disorder ("my eye twiches all the time"), alopecia ("hair loss"), hot flush ("hot flashes"), genital haemorrhage ("endless days of bleeding/tied my coil into stump of my tube and it was bleeding"), nasopharyngitis ("cold"), arthralgia ("hip pain"), myalgia ("sore muscle"), visual impairment ("affected my vision") and back pain ("back pain") and was found to have vitamin d decreased ("extremely low vitamin d"), uterine cancer ("uterine cancer") and weight decreased ("lost 30 pounds"). The patient was treated with surgery (radical hysterectomy on (B)(6) 2014, hysterectomy (B)(6) 2013 and hysterectomy, d and c). Essure was removed. At the time of the report, the device breakage, uterine perforation, menorrhagia, asthenia, dizziness, eye movement disorder, alopecia, genital haemorrhage, nasopharyngitis, uterine cancer, arthralgia, myalgia, weight decreased, visual impairment and back pain outcome was unknown, the pelvic pain and hot flush had resolved and the vitamin d decreased had not resolved. The reporter considered alopecia, arthralgia, asthenia, back pain, device breakage, dizziness, eye movement disorder, genital haemorrhage, hot flush, menorrhagia, myalgia, nasopharyngitis, pelvic pain, uterine cancer, uterine perforation, visual impairment, vitamin d decreased and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, menorrhagia, asthenia, dizzy, hair loss and vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: outcome of previously reported event extremely low vitamin d was added to not recovered. Reporter added from social media. Fu 15 ,16,17,18 processed together. On 23-mar-2020: social media received: new events: hot flashes; endless days of bleeding, device breakage , uterine perforation new reporter was added. On 23-mar-2020: social media received: new event: cold. New reporter was added. On 23-mar-2020: social media received: new event: uterine cancer. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.